Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws on the pk dissecting forceps instrument would not align.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. 48 - failure analysis investigation also found that the pitch cable is frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.